Event description:
Reprise IV study. It was reported that left bundle branch block (lbbb) occurred. Procedure summary: prior to the index procedure, heparin or another anticoagulant was given and the subject was on a prior regimen of aspirin at the time of index procedure. An isleeve introducer sheath was placed and then the native aortic valve was treated with a 27 mm lotus edge valve implanted involving successful repositioning of the lotus edge valve with complete and partial resheathing of the lotus edge valve in the delivery catheter system and deployment into a more accurate position within the aortic annulus. Post procedure event summary: on the same day post index procedure, the subject developed new left bundle branch block. On the day following the procedure, the subject was discharged on aspirin and clopidogrel. 13 days post index procedure, a new permanent pacemaker was implanted successfully. It was further reported on (B)(6) 2020 that the subject was diagnosed with post procedure fever. The subject was treated medically and was considered resolved. On the same day the subject was diagnosed with minimal hematoma. On (B)(6) 2020 the subject was diagnosed with a post operation rash. No action was taken to treat the rash.

Event description:
(B)(6) study. It was reported that left bundle branch block (lbbb) occurred. Procedure summary: prior to the index procedure, heparin or another anticoagulant was given and the subject was on a prior regimen of aspirin at the time of index procedure. An isleeve introducer sheath was placed and then the native aortic valve was treated with a 27 mm lotus edge valve implanted involving successful repositioning of the lotus edge valve with complete and partial resheathing of the lotus edge valve in the delivery catheter system and deployment into a more accurate position within the aortic annulus. Post procedure event summary: on the same day post index procedure, the subject developed new left bundle branch block. On the day following the procedure, the subject was discharged on aspirin and clopidogrel.13 days post index procedure, a new permanent pacemaker was implanted successfully.